Manufacturer narrative:
Please retract this MDR 2938836-2015-30669. There is no complaint on this device.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented via remote merlin.net transmission with lead noise. Non-sustained rv oversensing resulted in an episode that was treated with atp. The device was explanted and replaced.